Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified lesion in the proximal portion of the rca, the quantum ranger balloon was suspected to have ruptured furing post-dilatation of a stent at 12 atmospheres on the intial inflation when an abrupt loss of pressure on the inflation device was noted. The patient was asymptomatic during this event. An 8f cordis introducer sheath, a choice es (size unknown) guidewire, an 8f cordis guide catheter, and a guidant acs inflation device were also used in this case. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.